Manufacturer narrative:
On 3/25/2021, the mentor failure analysis lab has received the device for evaluation. On 4/6/2021, it was reported to mentor that the replacement device for the left side is mentor memoryshape breast implant 235cc. On 4/6/2021, it was reported to mentor that the patient experienced cutaneous contour deformity on the right breast implant. The right breast implant was not removed, scar revision was performed by the healthcare professional. On 4/7/2021, mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the mentor memoryshape¿ tm+ 235cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced hematoma on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Note: the date of removal is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a mentor memoryshape breast implant 235cc and suffered from a capsular contracture baker grade iii on the left side and baker grade ii on the right side. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the left breast implant.